Event description:
Caller states a pharmacist was stuck with a safe-t-pro plus lancet that was missing the protective cap. The lancet was protruding beyond the end cap of the device. Caller states the facility had several safe-t-pro plus lancets that were missing the protective caps. Caller claims the pharmacist pulled one safe-t-pro plus lancet out of the box, and it was missing the purple plunger button. She set that one down, and got another one out of the box. She stuck the patient with the good safe-t- pro plus lancet, and when she was done with the test she picked up both the used lancet and the one missing the plunger and felt a stab. The pharmacist did not require medical treatment, and is undergoing testing for possible disease exposure, per facility protocol. Requested return of suspect device however the safe-t-pro plus lancetw were discarded; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.